Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was cooling issue on the arctic sun device. Chiller should be reviewed and might be replaced. The device did not cool the water. Per review of wo on (B)(6)2023, no patient affection. The device was tested before patient application.